Manufacturer narrative:
The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath and leaking occurred. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared, flushed and the dilator was inserted. Access was gained to left atrium and no pre mapping was done. Mapping and ablate workflow were done using a farawave non nav catheter. The farawave catheter was inserted into the faradrive steerable sheath clear. The guidewire was inserted properly to just beyond the tip of the catheter. The physician began to aspirate and a continuous string of bubbles could be visualized moving through the flush line into the syringe. The procedure was completed successfully by using another faradrive steerable sheath clear. No patient complications have been reported.the sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared, flushed and the dilator was inserted. Access was gained to left atrium and no pre mapping was done. Mapping and ablate workflow were done using a farawave non nav catheter. The farawave catheter was inserted into the faradrive steerable sheath clear. The guidewire was inserted properly to just beyond the tip of the catheter. The physician began to aspirate and a continuous string of bubbles could be visualized moving through the flush line into the syringe. The procedure was completed successfully by using another faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.